Event description:
Philips c-pap recalled serial number (B)(4). After starting to use c-pap I began having cough and bloody noses. On (B)(6) 2021 I began having eye redness, dizziness, nausea and vomiting. On (B)(6) 2021 I had a covid test ran at (B)(6) and it was negative, I was seen at urgent care on (B)(6) 2021 and had another negative covid test. I was seen by my doctor on (B)(6) 2021 and prescribed steroids and eye drops. I then received the philips c-pap recall letter and stopped using. I am still having nausea and dizziness. FDA safety report ID # (B)(4).